Event description:
"Our customer called and said this pir alarm did not go off, and a resident fell and fractured her elbow. She has looked through the troubleshooting and changed the batteries, but the alarm does not go off at all, or it beeps continuously." Note: attempts by distributor to obtain additional information have not been responded to by facility.